Event description:
The customer reported that during saphenous vein harvesting procedures, no co2 flow was available through the device. According to the customer this is the 3rd time this type of failure has occurred at the hospital. In all three events, the cases have had to be converted to open procedures in order to complete the cases without further complications to the patient. A total of three incidents have occurred at the reporting facility. This is the first time the user facility has made the company aware of these events. Since the cases are anecdotal comments, it's unknown if any device will be available for evaluation.